Event description:
On (B) (6) 2010, patient reported he began having elevated blood glucose levels about a week ago. Patient stated his blood glucose was over 600 mg/dl a couple times, but no medical treatment was sought. Patient reported he couldn't bolus to get it down. Patient stated he continued and his blood glucose dropped maybe 5 points. Patient reported he started going through an insulation cartridge in 2.5-3 days where normally a cartridge would take him about 10 days before he would have to change it. Patient's normal blood glucose range is between 135-150 mg/dl. Patient stated he changed his infusion set and insulin cartridge; the issue still persists. Patient reported his elevated blood glucose was consistent for about 3 days so he eventually switched to his backup infusion device. Patient stated he saw an immediate decrease in his blood glucose and 8 hours later his blood glucose was within his target range. Patient uses a competitor's infusion sets. Patient reported he did disconnect and prime the infusion tubing; insulin did emerge. Recommended he switch back to his primary infusion device to see if the issue persists. On call back on (B) (6) 2010, patient reported he did switch to his primary infusion device and his blood glucose continued to rise again. Patient stated he only used the primary infusion device for about 8 hours because his blood glucose continued to rise. Patient reported he switched to his back up infusion device and his blood glucose continued to rise again. Patient stated he only used the primary infusion device for about 8 hours because his blood glucose continued to rise. Patient reported he switched to his back up infusion device and his blood glucose came back down to his target range. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.